Event description:
The customer reported to a physio-control service representative that their device intermittently powered off after the device had been powered on or the device would not power on at all. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control further evaluated the removed power pcb assembly. Physio-control determined that the cause of the reported failure was due to the capacitor, designator c528 on the power pcb assembly being partially shorted and holding down the power switch line to the processor. This capacitor, designator c528 on the power pcb assembly being partially shorted and holding down the power switch line to the processor caused the device not to power on.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the power pcb assembly. Proper device operation was then bserved through functional and performance testing. After repair, the device was returned to the customer for use.